Manufacturer narrative:
(B)(4). Batch: r5a18n. Investigation summary: device analysis: the analysis results found that the tcr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. Photo analysis: upon visual inspection of a photo, the following was observed: the photo shows a blue cartridge inside of a plastic bag with all drivers up and void of staples, and the swing tab appears to be locked. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic three-field radical resection of esophageal cancer surgery, could not fire when severing tube stomach tissue on the 3rd firing and found no staple. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.